Event description:
The patient contacted animas on (B)(6) 2012 alleging that while sleeping the pump emitted a low cartridge warning. The patient stated that she was expecting to have enough insulin until the morning and intended to change the cartridge at that time. The patient reported that she may have still possibly have been sleeping and did not disconnect herself from the skin site, removed the pump cartridge, filled a new cartridge with 200 units of insulin, performed a rewind step and connected the new cartridge to the tubing that was still attached to her body, tightened the cartridge cap while connected at the site and possibly did a load step and possibly did a prime while attached. The patient reported that she was not certain of the details as she was partially asleep at the time. The patient was not able to determine which steps she did or which steps she was attached for. The patient reportedly removed the tubing from the site at some point and stated there was some insulin on the floor, but it was evaporating and the patient could not quantify an amount. The patient reported that after the rewind, load and prime sequence, she believed that the fc boxes were full. The patient was disconnected from her site during the call to animas and stated that the cartridge appeared empty at that time. The patient blood glucose was 115 mg/dl before the reported event and her blood glucose was 118 mg/dl after the event happened; however, she claimed that the blood glucose reading may have been affected by adrenaline and "nerves". The alleged event reportedly happened a few minutes prior to the patient's call to animas customer support and the patient waiting while on hold for approximately 10 minutes to speak to a technician. At the time of the call to animas, the rewind, load and prime fc boxes were empty. The pump history revealed 80.9 units primed on (B)(6) 2012 at 1:33 am, 74.7 units primed at 1:31 am on (B)(6) 2012 and fc 0.5 units at 1:33 pm on (B)(6) 2012. The record of the pumps alarm history revealed an empty cartridge alarm on (B)(6) 2012 at 1:32 am. The patient was admitted to the hospital through the emergency department at 2:30 am (B)(6) 2012 and was treated with IV glucose and high carbohydrate juice and food. The patient reported that her blood glucose was monitored closely in the hospital and never went below 70 mg/dl. The patient was not on insulin pump therapy while at the hospital. The patient was discharged to home that same day at 6:00 am and reported her blood glucose to be 178 mg/dl back at home and on insulin pump therapy again. The patient was re-educated by a glucose management nurse, (B)(6), regarding being disconnected from the infusion set when priming the pump. It was determined that the patient had received and estimated 60 to 80 units of insulin while connected to the infusion set while priming the pump. This complaint is being reported because, the patient experienced a severe adverse event while on insulin pump therapy attributed to the patient inadvertently remaining connected to the infusion site and discharge of insulin during the prime step.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.